Event description:
Before advancing the stent over a wire guide, the physician confirmed that the stent was kinked. Therefore, another zebd- of different length was used instead. Lab evaluation competed on 12-apr-21: kink on 05th porthole at tapered end. For all complaints, ask: does the complaint relate to:device placement/device removal/observation prior to patient contact already stated in patient/event info tab. What was the target location for the stent? N/a (the event occurred during preparation prior to making contact with the wire guide.) Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. Stored in a shelf. What is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure?* already stated in patient/event info tab. Was the wire guide lubricated prior to use? N/a (the event occurred during preparation prior to making contact with the wire guide.) Was the device at the centre of the complaint inspected for damage prior to use? Yes was the wire guide inspected for damage prior to use? N/a (the event occurred during preparation prior to making contact with the wire guide.) Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? N/a (the event occurred during preparation prior to making contact with the wire guide.) If yes please indicate the procedure performed. Did the patient involved exhibit altered anatomy or tortuous anatomy? N/a (the event occurred during preparation prior to making contact with the wire guide.) If not with the device in question, how was the procedure finished? Already stated in patient/event info tab. Did the patient require any additional procedures as a result of this event? No what intervention (if any) was required? Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Were any other defects observed on the device prior to return (other than the reported complaint issue)? No was a straightener used to straighten the stent? N/a (the event occurred during preparation prior to making contact with the wire guide.) (If any damages were confirmed prior to use)was the package damaged? Unknown

Manufacturer narrative:
(B)(4) investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation: 1 x zebd-7-7 of lot number c1742927 was returned to cirl open in its original packaging. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 12th april 2021 . A kink was noted at the 5th porthole on the tapered end. A 0.035 wireguide does not pass the kink. Image review: n/a. Documents review including IFU review: prior to distribution all zebd-7-7 are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. A review of the manufacturing records for zebd-7-7 of lot number c1742927 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1742927 . The instructions for use, ifu0045-7 which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ also, the user is instructed by the instructions for use, ifu0045-7: ¿care must be exercised when straightening the pigtail curls* in order to avoid kinking or breaking the stent.¿ the japanese packaging insert (c-es0202m16) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. Root cause review: a definitive root cause cannot be determined, as the circumstances of use cannot be replicated in the laboratory and due to limited information. A possible cause of this complaint may be that the kink occurred while being straightened as it was being loaded onto the wire guide. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.